Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10 UDI - (B)(4). Product was received for evaluation: DHR - there is no indication that the production process may have contributed to this complaint failure analysis - the center was not able to replicate the issue stated. Per the technician notes a multimeter was used to measure the resistance between two points along each tip. Both tips conducted current. Therefore, the complaint is not confirmed. The root cause could not be determined because the complaint could not be replicated, and per the technicians report the forceps passed functional testing.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The patient underwent a c5-7 laminectomy and excision of a spinal cord lesion. Staff stated the tips were faulty and they were replaced with no detriment.